Manufacturer narrative:
No sample has been returned for evaluation for the report of not sharp; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product (B)(4).

Event description:
A nurse reported that there were two surgeons who said that knives were not sharp during a procedure. The case was completed with no harm to the patient.